Manufacturer narrative:
Initial reporter address: (B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set leaked. The event was further described as ¿transfer set can¿t fit tightly with the minicap and the iodine leak out¿. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection performed with the naked eye noted damage in multiple locations on the dark blue female connector. Functional testing including clear passage testing and clamp function testing were performed with no issues noted. Leak testing failed due to a leak between the female connector and the minicap. The damage on the sealing area of the female connector was determined to be the cause of the leak. The reported condition was verified. The cause of the condition was related to the manufacturing process. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.